Manufacturer narrative:
The device history record for the manufacturing serial number was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #:(B)(4).

Event description:
A site reported to rxsight that a patient presented with signs and symptoms of herpes simplex virus (hsv) reactivation in both eyes on (B)(6) 2025, following the first light treatment that was performed on (B)(6) 2025. The patient was prescribed antiviral and antibiotic medication to treat the infection, which resolved thereafter.